Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that customer called back after receiving a new battery cap. Customer reported the blank display was returned. The customer¿s blood glucose level was unknown. Customer was advised to stop using the insulin pump and refer to back up plan per instructions until replacement received and no further details given. The insulin pump will be returned for analysis.